Event description:
The customer reported that the lifeband (lot #unknown) caused a skin laceration on the patient's torso during the resuscitation using the autopulse platform (sn (B)(4)). The customer provided no further information. Please see the following related MFR report: MFR 3010617000-2022-01857 for the autopulse platform (sn (B)(4)).

Manufacturer narrative:
The lifeband involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common injuries (skin, rib, sternum, and spine fracture), common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries (pneumothorax) are expected adverse events for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary, or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede the prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede the prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Based on available information, the event of skin laceration was not serious since it didn't meet any criteria of seriousness per regulations. Due to the skin laceration location and the time point, the event of skin laceration was probably related to the autopulse device. The query for further details like the patient's weight, size, and concomitant medical condition was sent to the customer for clarification. Re-assessment will be made when further information is available.